Event description:
It was reported that the patient presented in clinic for lead revision. The right ventricular (rv) lead showed no capture. The rv lead was explanted and replaced. The patient was stable.